Event description:
A healthcare facility in the (B)(6) reported that an iw920 mobile infant warmer was damaged, and requested a repair. During repair and servicing of the infant warmer, a fisher & paykel healthcare technician found that the power failure alarm was not working on the unit..

Manufacturer narrative:
(B)(4). Method: the complaint iw920 mobile infant warmer was inspected by a trained fph service technician at our service centre in the (B)(4). Components that were replaced by the service technician were returned to fisher & paykel healthcare in (B)(4) for further investigation. Results: during testing it was noted that the unit's power fail alarm did not function when the unit was disconnected from power. The root cause was identified to be the failure of a capacitor on the pcb board. Conclusion: the subject iw920 mobile infant warmer was released for distribution in 2002. It is likely that the replaceable super capacitor on the pcb board wore out over time. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The reported malfunction was discovered during a maintenance check with no patient involvement. The infant warmer was repaired and a new capacitor was fitted to the pcb. The subject infant warmer was returned to the customer after passing all the necessary safety and performance tests.